Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer believed the occlusion was at the tubing and therefore declined troubleshooting with tandem technical support. However, it was noted that the customer uses apidra insulin in their cartridge. There was no reported impact to the customer's blood glucose level.